Manufacturer narrative:
The biomedical engineer reported that both central nurse's station's (cns) display screens went out and only one of them came back up after a reboot. Since we do not repair these monitors, they were directed to contact their sales rep for the purchase of the replacement monitors. No patient harm was reported.

Event description:
The biomedical engineer reported that both central nurse's station's (cns) display screens went out and only one of them came back up after a reboot.

Event description:
The biomedical engineer reported that both central nurse's station's (cns) display screens went out and only one of them came back up after a reboot.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer reported both display on a cns went out. After the cns rebooted, only one came back up. The model and serial number for the display monitor are: a/e282678 and c12c052259. Customer inquired if the monitor could be repaired. Customer was advised that nk does not repair displays. Customer did not want to troubleshoot to check for cabling and connections. Service requested: inquiry. Service performed: investigation result: follow up attempts were made but no responses had been received. The display was put into service on 8/29/2012. Warranty expired on 8/29/2014. Due to limited information regarding the cns device, how the monitors were set up, events leading to the display failure, and service and maintenance of the device, the root cause could not be determined. Service history for this customer shows one other incident of display failure for cns: ticket (B)(4) reported on (B)(6) 2018. Under this ticket, cns (pu-621ra s/n: (B)(6) with display failure has the same warranty date as the display monitor in question (c12c052259). The root cause of screen failure could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are no information (ni) an attempt to obtain the model/serial of the cns was made but not provided: d4: model, catalog#, serial#, unique identifier # (UDI)#, f9. Approximate age of device, g5: 510k number, h4. Device manufacturer date.